Event description:
Via phone call, customer requested information on how to determine the amount of units of insulin left in reservoir. Customer reported that there may not be enough insulin left and blood glucose was high. Customer's blood glucose was 452 mg/dl. Customer was assisted in reviewing units of insulin left in reservoir. Customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.